Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing intermittent overstimulation at the ipg pocket site. The patient reports this started many months ago and occurs whether stimulation is on or off. In addition, the patient has not used stimulation for many months and desires to be explanted. Lead diagnostics revealed no anomalies. Surgical intervention may be pending to address this issue.